Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on the patient's one touch ultramini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient noticed the alleged issue several months ago. At an unspecified date and time after the alleged issue began the patient had obtained a result of 100 mg/dl and 150 mg/dl. At an unspecified time after testing the patient had passed out and was apparently "out of it" on a regular basis for months. It is unknown how soon the patient regained consciousness; however, was tested on the clinic's/ physician's meter and obtained a reading of 40 mg/dl and 70 mg/dl. The patient was treated with glucagon injection. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how soon after the patient regained consciousness ,date of event and whether the patient's diabetes regimen was changed due to the alleged issue. The complaint is being reported since the patient alleged that due to the alleged high reading, he developed symptoms and had to receive a glucagon injection from an hcp for a blood glucose reading of 40 mg/dl.